Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited that during manual reprocessing, cleaning fluid was not sent to the air and water channels. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was cloudy. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the image was cloudy. A definitive root cause was not established. However, a probable cause of the cloudy image could be the temperature difference between the surface of the objective lens and the inside of the patient¿s body. It was also noted the device was reprocessed using a non-olympus reprocessor. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: instructions for gif-xz1200 reprocessing manual chapter 4, ¿reprocessing workflow for endoscope and accessories¿ describes the reprocessing method. Olympus will continue to monitor field performance for this device.